Event description:
Caller reported sometimes the pump switches off without any alarm or error message. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The infusion device was depleting batteries rapidly. The investigation found the device did always produce the correct alarm before it had powered down.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.